Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. While going through release criteria, thrombus was noted on the face of the device. The activated clotting time (act) was 169 seconds so additional heparin was given. The device was released. A repeat act was 197 seconds. The thrombus was no longer observed after release of the device and removal of the wds/was. The patient remained stable and was transported to the intensive care unit for monitoring. The patient was neurologically intact, with no deficits when they woke up. The patient was monitored overnight and discharged home the following day.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. While going through release criteria, thrombus was noted on the face of the device. The activated clotting time (act) was 169 seconds so additional heparin was given. The device was released. A repeat act was 197 seconds. The thrombus was no longer observed after release of the device and removal of the wds/was. The patient remained stable and was transported to the intensive care unit for monitoring. The patient was neurologically intact, with no deficits when they woke up. The patient was monitored overnight and discharged home the following day. It was further reported that (B)(4) units of additional heparin was given after the 169 second act reading. A total of (B)(4) units was given throughout the entire case with a final act reading of 197 seconds.